Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30252248m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, post use of biosense webster, inc. Products, the patient¿s blood pressure was low during the waiting period after ablation. Pericardial effusion was confirmed by intracardiac echocardiogram (ice) ultrasound. Pericardiocentesis was performed by the physician, and 300 cc of fluid was removed from the pericardial space. The patient was stable after pericardial drainage. The patient did not require extended hospitalization and has fully recovered. Physician¿s opinion on the cause of the adverse event is that it was procedure related and patient condition related. Physician stated that he did believe the ablation was reasonable and not very aggressive. Physician also stated that the patient¿s heart anatomy was abnormal. The adverse event was discovered during the waiting period; however, it is believed to have happened during the ablation phase. No transseptal puncture was performed. The patient did not receive anticoagulant during the procedure. The physician ablated for 3.6 minutes at the site of injury. Last ablation cycle was 8 seconds. The flow was set within normal settings for thermocool® smart touch® sf bi-directional navigation catheter; setting as it was low 2 ml, high 8 ml. The generator parameters were: 60 seconds, 20 watts, power ramp off, maximum impedance 250 ohms, impedance spike cut off was turned off, minimum impedance cut off 50 ohms. At the time of injury, the power was at 30w, temperature 26.5°c, and impedance of 116 ohms. The power was not titrated. A 7f and 8f engage and 11f fast cath sheaths were used during the procedure. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase, post catheter connection to the carto® 3 system patient interface unit (piu). The carto® 3 system did not indicate to re-zero the catheter. No errors were observed on biosense webster, inc. Equipment during the procedure.